Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
The dental office contacted evolve and reported a pt whitened every night for approximately 5 weeks before the incident. After the night to wednesday (B)(6) the pt reported a swelling of the lips. The pt proceeded to whiten the last night without reporting the issue. The next morning the lips swelled even more. We asked the office to inform the customer to discontinue all whitening until the symptoms subside. They can then begin whitening however to no longer use the desensitizer. Follow-up with office on (B)(6) 2015, they reported that the swelling has mostly subsided but the pt has continued to use the desensitizer against the orders of the dentist office. The pt is applying vaseline to their lips to act as a barrier. We requested that the pt needs to be aware that an allergic reaction is a potentially life threatening condition and because we believe the pt maybe allergic to an ingredient in the desensitizer that they need to stop using it immediately.